Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve. The reported event was confirmed via analysis.

Event description:
It was reported that a faradrive steerable sheath clear exhibited air during a pulmonary vein isolation procedure to treat atrial fibrillation in the heart. It has been mentioned that air contamination was noted after performing the procedure at the right superior pulmonary vein. Aspiration was performed and no air was noticed in the shaft, however, air continued to be drawn in from the valve or three-way stopcock direction. The sheath was replaced, and the procedure was completed successfully. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory. It was further reported that a starter guidewire and farawave catheter were inside the sheath prior to, and/or at the time, the air was observed. Terumo infusion pump was used for the irrigation of sheath. The bubbles were observed in three-way hot wire, inside the syringe and in the shaft of the sheath. The guidewire was positioned at the tip of the catheter. No other issue was reported.

Manufacturer narrative:
B5: describe event or problem - updated with additional information.

Event description:
It was reported that a faradrive steerable sheath clear exhibited air during a pulmonary vein isolation procedure to treat atrial fibrillation in the heart. It has been mentioned that air contamination was noted after performing the procedure at the right superior pulmonary vein. Aspiration was performed and no air was noticed in the shaft, however, air continued to be drawn in from the valve or three-way stopcock direction. The sheath was replaced, and the procedure was completed successfully. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that a starter guidewire and farawave catheter were inside the sheath prior to, and/or at the time, the air was observed. Terumo infusion pump was used for the irrigation of sheath. The bubbles were observed in three-way hot wire, inside the syringe and in the shaft of the sheath. The guidewire was positioned at the tip of the catheter. No other issue was reported.

Event description:
It was reported that a faradrive steerable sheath clear exhibited air during a pulmonary vein isolation procedure to treat atrial fibrillation in the heart. It has been mentioned that air contamination was noted after performing the procedure at the right superior pulmonary vein. Aspiration was performed and no air was noticed in the shaft, however, air continued to be drawn in from the valve or three-way stopcock direction. The sheath was replaced, and the procedure was completed successfully. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.